Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (brown head) had leaking issue after 4 days." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the luer-lock connection (brown head) had leaking issue after 4 days." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for evaluation. The photo displayed a syringe connected to the distal luer of a catheter. A leak was observed from the distal luer area. The customer returned one 3-lumen cvc for evaluation. All three extension lines were intentionally cut by the customer. Visual analysis revealed that the distal extension line contained a tear directly adjacent to the luer hub. Microscopic examination confirmed the tear. No other defects or anomalies were observed. The distal extension line inner diameter measured 1.47 mm which is within the specification limits of 1.42-1.50 mm per the extension line extrusion graphic. The distal extension line outer diameter measured 2.14 mm, which is within the specification limits of 2.13-2.21 mm per the extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." When the distal line was flushed, water leaked from a small hole adjacent to the luer hub. No leaks were observed when the proximal and medial lumens were flushed. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a tear adjacent to the luer. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.